Event description:
The customer reported on (B)(6) 2012 that there was a pt slippage on (B)(6) 2012 with laceration but no serious pt injury occurred. Surgery was completed. Procedure: anterior/posterior cervical fusion in prone position. "While positioning pt for posterior cervical fusion, the rocker arm of the doro slipped and caused 6 cm laceration requiring suture repair." The device was received at pmi for inspection on 12/26/2012.

Manufacturer narrative:
Root cause: heli coil was out of spec but did not contribute to the event. Device maintenance might have contributed to the event. Suspected root cause: wrong pinning technique. Corrective action: instructed customer to properly position the pt's head. Ensure that the 2 skull pins in the rocker arm are equidistant from the centerline of the head and that all 3 pins are penetrating the skull equally. The angle of the pins should be as close to 90 degrees possible to the pt's skull. Test that the skull clamp ext. Arm is fully engaged in the clamp base. Lock the index knob so that the arrow and "lock" are aligned. Device was repaired and can be used as intended. Returned product and another copy of the instruction manual to customer.